Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedance and the patient was frequently charging implantable pulse generator (ipg). The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 565944, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7121414, UDI: (B)(4).